Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting device is an instrument and is not implanted/explanted. Device was discarded and not available for evaluation reporter is company representative; no phone number available for reporting without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of one (1) stepped reamer for tfna helical blade broke off during an initial tfna implant procedure for a subtrochanteric fracture on (B)(6) 2018. The surgeon had inserted the guide wire in the femoral head and neck, was pre-drilling for the helical blade, had drilled the lateral cortex, and then went to the stepped reamer (the gold tipped reamer). The stepped ream passed through the nail and the tip of this stepped ream broke off when it was around the guide wire. The tip of this stepped remained in the patient. The helical blade was then inserted into the patient. The fragment did not migrate. There was a surgical delay of about thirty (30) minutes while the surgeon unsuccessfully tried to remove the drill bit. There was no harm to the patient. Concomitant devices reported: unknown guide wire (part# unknown, lot# unknown, quantity# 1); unknown tfna nail (part# unknown, lot# unknown, quantity# 1); unknown helical blade (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).